Event description:
A renu converter was placed in pt with an angulated neck and calcification present. The final angiogram noted a proximal type I endoleak which was leaking into the old graft. The dr decided to balloon the proximal seal zone again in an attempt to resolve the leak. After ballooning the pt's blood pressure began to drop. The dr then placed a large stent from another MFR. Then a leak was noted inferior to the renal but superior to the graft fabric, indicating a rupture. The pt's blood pressure continued to drop and fluids had to be continuously administered. The procedure was converted to an open repair. The aorta was clamped and a fabric graft was sewn into place. After the procedure was completed, the dr attempted many times to raise the pt's blood pressure with blood, epi drip, and bolus but blood pressure would not go above 50. The pt expired at 11:15 a.m., three hours after initial procedure began.